Manufacturer narrative:
On (B)(6) 2019, during initial evaluation of the device the device appeared intact, however white material was observed within the device and green and white material was observed on the shell surface. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, analysis lab was precluded from further evaluating the device in order to avoid compromise the device integrity. No microbial testing and/or foreign matter identification was performed since the product was sent to storage and the conditions of the device are unknown. Due to these factors, the laboratory did not perform any analysis of any biological matter on the devices because it concluded the results of the foreign matter testing/identification may not reflect what was reported by the customer and would most likely confound any analysis. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If additional information is provided in the future, the mre will be completed. There is no evidence that the issue is related with manufacturing. Instructions via the product insert data sheet are provided to ensure proper technique is used when injecting saline into the implant to prevent contamination. In addition, the application failure modes and effects analysis (afmea) was reviewed for the defect in question and the hazard risk was determined to be as low as possible, with no further action required. Foreign matter trends for mentor saline-filled devices will continue to be monitored by quality assurance. Per mentor procedure, all returned mentor complaint devices are shipped to the product analysis laboratory to be decontaminated and then a complaint evaluation/investigation is completed. As a result of process improvements, updates were made in september 2018 to mentor procedures in which foreign matter process flow charts were created to provide the product analysis laboratories further instructions on how to handle and process reported foreign matter on devices associated with complaints. These updates are in place to further ensure complaints for reported foreign in matter are consistently and properly investigated and addressed in a timely matter. Manufacturing controls: the following controls are in place at mentor (B)(4) cme (controlled manufacturing environment) (from shell fabrication to secondary packaging) for foreign matter/ particulate. This includes shell fabrication, main assembly, primary packaging areas, gamma sterilization, and secondary packaging areas. At multiple points of the manufacturing process, devices within the lot are processed to ensure any foreign matter, particulates or contaminants are removed or 100% visually inspected for any defects including foreign matter or particulates and subsequently rejected when identified. Gowning and manufacturing controls: all manufacturing areas where the shell or device is exposed to the environment is a controlled manufacturing environment (cme). Mentor (B)(4) has established procedures to ensure environmental control is maintained. Environmental control is intended to reduce potential contaminants, particulate and/or foreign matter that may affect the cosmetic appearance or structural integrity of a finished device. Environmental control includes the following: gowning and behaviors, cleaning of the cmes, pest control, and room pressure monitoring. The gowning procedure is required and enforced for all individuals entering designated controlled manufacturing environments (cme) at mentor (B)(4), whether they are mentor employees, visitors or contractors. The cme garments consist of hair coverings (bouffant and/or hood), frock or jumpsuit, and shoe or boot covers. The cme garments are exchanged for freshly laundered garments at minimum of at least once per week or more frequently as deemed by the area supervisor. The cmes are cleaned with approved cleaning agents that include daily cleaning of the cmes. The pest control program established a stable perimeter which prevent any infestation into the building and provide a mitigation process in case of any pest incursion. The room pressure is monitored to ensure adherence to the positive pressure requirements in the cmes. To verify that the environmental control is maintained, environmental monitoring is performed for viable airborne particulates and surface microbials in each controlled manufacturing environment (cme) on a weekly basis while the cme is in a dynamic state (in use). The viable airborne particulates testing is performed with an active air sampler. The surface microbials testing is performed with rodac (tsa) media plates. Non-viable particulates are measured on a quarterly basis with a particle counter. The environmental monitoring testing is reported to senior management on a quarterly basis in drb (data review board). Sterilization of devices: gamma sterilization is performed by (B)(4). Dosimeters are placed in both the low and high dose regions per the current dose map in each of the first, every 12th, and last sterilizer tote if the product type is the same or the first and last sterilizer tote for each product type if less than 12 sterilizer totes. The practice of loading product into totes and the density of the product accepted are defined in the (B)(4) bill of material. The accepted density should not exceed 0.18g/cc. A minimum radiation dose of 25 kgy and a maximum dose of 42 kgy must be met upon reading the dosimeters and recorded on the certificate of processing. As dosimeters normally exhibit random variability in individual responses for any single dose value, several dosimeters are typically used for each dose value. The dose value is an average of the individual dose responses. The certificate of processing is provided by the vendor and will include, at minimum, the following information: irradiation facility name, customer name, customer po number, irradiation date/time, irradiation cell, vendor¿s work order number, mentor sterilization lot number, product description, quantity of cases of product received by the vendor, the minimum and maximum dose specifications and the resulting delivered dose range, date vendor released the sterilization lot , and certification signature, date and time. This certificate is reviewed by mentor microbiology personnel. This report contains supplemental information for mentor asr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. (B)(4).

Event description:
It was reported that (B)(6)-year-old female patient who underwent revision augmentation procedure with a mentor smooth round moderate profile 225ccc experienced left side capsular contracture baker grade iii. Upon explantation on (B)(6) 2016, a small mass similar to mold was noted inside the implant. The implant was intact upon removal. Product analysis notes foreign material inside the implant and on the shell. The device remained intact. Since these adverse events requires medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and reportable. This report contains supplemental information for mentor asr reference number (B)(4).